Event description:
This is a report of peritoneal encapsulating peritoneal sclerosis syndrome in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). On an unreported date, the drugs were withdrawn. The patient experienced a feeling like stomach blockage and peritoneum was breaking down. The patient had scars in the intestine and the stomach was very painful, so the patient went to the emergency room. Treatment was not reported. The patient was hospitalized for 8 days. The patient discontinued pd therapy and changed to hemodialysis. The patient recovered from this event.

Manufacturer narrative:
(B)(4). The occurrence date was unknown, however, it was reported the event took place around 4 years ago. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.